Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in (B)(6)2022. The physician performed a CT scan in (B)(6) 2023 that showed signs of inflammatory changes to the penile shaft. The patient returned in (B)(6) 2023 with drainage, and the physician preformed an excisional drainage of an abscess. Another follow-up was done in (B)(6) 2023 that identified there was still drainage present. At this time, the physician requested removal of the ipp. The ipp was explanted in (B)(6) 2023 due to suspected infection. During the procedure, the reservoir was stuck in the infrapubic region and was not explanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Correction made to d4 model number, catalog number, expiration date, unique identifier and c2/d10 concomitant therapy. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in (B)(6) 2022. The physician performed a CT scan in (B)(6) 2023 that showed signs of inflammatory changes to the penile shaft. The patient returned in (B)(6) 2023 with drainage, and the physician preformed an excisional drainage of an abscess. Another follow-up was done in (B)(6) 2023 that identified there was still drainage present. At this time, the physician requested removal of the ipp. The ipp was explanted in (B)(6) 2023 due to suspected infection. During the procedure, the reservoir was stuck in the infrapubic region and was not explanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump did not identify any abnormalities. The cylinders were inspected, and both presented wear at a fold in the middle of the cylinder body. One of the cylinders had a hole in the proximal end of the cylinder and a leak present that were consistent with sharp instrument damage. The other cylinder passed the leak testing performed. The pump passed the leak testing; however, it failed the deflation testing performed. Based on the information available, the reported clinical observations are known adverse events, so a conclusion of known inherent risk of device was chosen.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in (B)(6) 2022. The physician performed a CT scan in (B)(6) 2023 that showed signs of inflammatory changes to the penile shaft. The patient returned in (B)(6) 2023 with drainage, and the physician preformed an excisional drainage of an abscess. Another follow-up was done in september 2023 that identified there was still drainage present. At this time, the physician requested removal of the ipp. The ipp was explanted in (B)(6) 2023 due to suspected infection. During the procedure, the reservoir was stuck in the infrapubic region and was not explanted. There were no additional patient complications reported.